Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer support to report that the new island dressing item 16-4425-8 gives rash. According to the patient, with this particular island dressing he receives a rash from the adhesive but has used other island dressings with no irritation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).